Event description:
The pt is a (B)(6) male who was brought to the ed as a trauma on (B)(6)2010 from another hospital after sustaining multiple gsw, including one through and through the neck, requiring cricothyroidotomy in the ed on arrival. This morning, (B)(6)2010, the shiley was found to have a leak -defective pilot balloon- and pt was brought to the operating room for open tracheostomy. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: maintain airway. Event abated after use: yes. Event reappeared after reintroduction: no.